Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number qjmjle and no non-conformances related to the reported complaint condition were identified (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure name and date: spine surgery. (B)(6) 2021. Was procedure successfully completed? How? Completed. Use another suture. Please provide status of product return cannot return. Due to covid, or discarded the product. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify ¿symmetric tail's tape felt during suturing¿. Did the fixation feature break during suturing? Trade name: irgacare®. Active ingredient(s): triclosan dosage form: suture/solid/parenteral. Strength: = 2360 g/m.

Event description:
It was reported that a patient underwent a spine procedure on (B)(6) 2021 and a barbed suture was used. During the procedure, it was noted that the suture tail's tape fell while suturing. The procedure was completed with another device. There were no adverse patient consequences reported. Additional information was requested.